Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of the device getting hot. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: t1 ¿ 78.2 degrees f and t2 ¿ 77.4 degrees f. The ambient temperature was 76.6 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicating that it took less than one minute for the device to get hot.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the device got hot during a demo. There was no patient impact.